Manufacturer narrative:
The technician found one of the function buttons sticking. He lubricated the button to repair the bed.

Event description:
Information received indicates the bed is lowering on its own.